Event description:
Electrohydraulic lithotripter probe 1.9fr used for procedure. At end of procedure, it was noted that the tip of the probe was not intact. The tip was visualized via fluoroscopy in the pt's ureter at the end of the case. Physician was not able to retrieve the piece due to poor visualization from post-operative bleeding.